Event description:
The customer performed the correlation for the axsym digoxin iii assay and digoxin ii assay and stated that the digoxin iii assay results were much higher than the package insert claim. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.